Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® z (no additive) plus urine tube contained foreign matter. The following information was provided by the initial reporter: "plastic flakes when tubes go through tempus. Customer has a tempus pneumatic tube system for sending tubes 1 by 1 on air pressure since 2017. Since 1 year they noticed particulates being shed at the fan of the system. The fan is above the ceiling so the particulates would collect themselves on the ceiling. (See pictures for situation and particulates). Suspicion is that the particulates is plastic from the tubes. The customer has asked the supplier of the transport system first but also got us involved now. Hypothesis, since the homogeneity of the particulates, that it might be the big 16x100 urine tube they use, so this complaint is filed on that product number but not sure it is this product and not able to pinpoint a lot number since a lot tubes are involved / sent over the pneumatic system over the years. We're looking with the customers for more investigations. "

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the plastic particulates appear to be coming from the tube caps. A root cause for this is most likely sharp curves within the pipework of the pneumatic system. The photos did not identify a specific product issue. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see section h.10.

Event description:
It was reported that bd vacutainer® z (no additive) plus urine tube contained foreign matter the following information was provided by the initial reporter: "plastic flakes when tubes go through tempus customer has a tempus pneumatic tube system for sending tubes 1 by 1 on air pressure since 2017. Since 1 year they noticed particulates being shed at the fan of the system. The fan is above the ceiling so the particulates would collect themselves on the ceiling. (See pictures for situation and particulates). Suspicion is that the particulates is plastic from the tubes. The customer has asked the supplier of the transport system first but also got us involved now. Hypothesis, since the homogeneity of the particulates, that it might be the big 16x100 urine tube they use, so this complaint is filed on that product number but not sure it is this product and not able to pinpoint a lotnumber since a lot tubes are involved / sent over the pneumatic system over the years. We're looking wit the customers for more investigations. "